Event description:
International customer reported that a patent underwent a hernia repair with mesh implant. The patient developed what was reported as a bubble sensation under the skin and was readmitted for cat scan. The scan revealed fluid around the repair site that was later diagnosed as pus. The patient was returned to surgery and the mesh explanted. The wound site was cleansed and the patient placed on antibiotic therapy. The patient is reported as "doing ok."

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.